Event description:
Tenet medical engineering shoulder stabilization kit was opened in the operating room for an arthroscopic surgery, and the 3" self adhering wrap in this kit was a significantly deficient product in that when the wrap was stretched, there are holes in it. Product was not used for this case. Operating room department head reports this had occurred once before, but operating room staff thought it was a "fluke". Since then, they have found several of these wraps that were deficient, all of them from the lot number. All wraps from that lot number have been returned to the supplier we obtained them from. Dates of use: (B) (6) 2010 - (B) (6) 2010.